Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.